Event description:
It was reported that there was a drop of slimy water on the distal end of the subject device. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ultrasonic medium was leaking. There was a hole in the tip sheath. There were a kink and a nick in the insertion sheath. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The fact that there was a hole in the tip sheath showed that some kind of stress was applied to the tip sheath. It was likely that the internal ultrasound medium leaked out from the hole. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.